Event description:
It was reported that a pt underwent a robotic hysterectomy on (B)(6) 2010. During the procedure, the blade completed the first cut but after that, the blade continued to rotate but would not cut. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4) (blade does not cut). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.